Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and that the pump time was incorrect. The customer's blood glucose level was 400 mg/dl. Customer did not know why the time was incorrect. Customer loaded a new cartridge and corrected the pump time to resolve the issue.